Manufacturer narrative:
Concomitant product(s): a 5071-35 lead, implanted: (B)(6) 2014; dtmb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had loss of capture and the patient was in ventricular tachycardia (vt). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.